Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the emergency room (ER) for hyperglycemia. The patients blood glucose level rose to 27.1 mmol/l (487.8 mg/dl), and her vision became blurry while at school. At the school, they gave her 11 units of insulin. The patient was taken to the hospital by ambulance. The patient was given intravenous fluids (unknown) for hydration. The patient was not admitted into the hospital, she stayed at the hospital from 2pm to 6pm, they just watched her blood sugar and when she was at a good range they sent her home. When the pod was removed, the cannula was observed to be bent. The pod was worn longer than 48 hours on the abdomen.